Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction injection via multiple daily injection (mdi). The customer will rely on multiple daily injection to ensure delivery of insulin therapy.

Event description:
It was reported that there was a malfunction on the customer's pump, which led to their blood glucose level displaying as "high," indicating it exceeded 500 mg/dl. To address the high blood glucose level, the customer took a corrective injection via multiple daily injections (mdi) without requiring incapacitating third-party assistance. Technical support arranged to send a replacement pump to the customer and instructed them to complete the necessary training before using it. The customer was advised to deplete the battery of the malfunctioning pump fully before returning it to tandem, and they acknowledged all instructions.